Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl with concentration 2500 mcg/ml at a dose rate of 900 mcg/day and bupivacaine with concentration 7.5 mg/ml at a dose rate of 2.7 mg/day via an implantable pump for spinal pain. It was reported that at the patient¿s appointment on (B)(6) 2018, the patient told the hcp they were hearing an audible alarm. Two motor stalls were confirmed via the event logs. A motor stall occurred on (B)(6) 2018 at 0914 with a recovery at 12:49. Another motor stall occurred on (B)(6) 2018 at 21:23 with a recovery at 22:10. The patient did not recently have magnetic resonance imaging performed. The hcp was inquiring about the pump battery field action and if that could be the issue. It was reviewed at the time of the report that the pump¿s serial number was not affected by that field corrective action (fca). The fca regarding corrosion/motor stalls that can occur more prevalently with off label drugs was reviewed at the time of the report. The reporter was to confirm with the patient had the physician. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Update: the type of report was updated from previously being a reportable malfunction to now a reportable serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient was scheduled to have their pump replaced on (B)(6) 2019. On (B)(6) 2019, a company representative reported that the patient received a new pump replacement today. The company representative was requesting help on pairing the new personal therapy manager to the pump. On (B)(6) 2019, a healthcare provider reported that the cause of the stalls was some sort of mechanical complication, but they were not sure of the exact cause. It was further noted that they did not know if they were planning to return the pump back to the manufacturer for analysis. The pump was confirmed as having been replaced on (B)(6) 2019. The patient¿s weight at the time of the event was provided.